Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative readjusted door cover to resolve popping issue when opening. Returned unit to service. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation as no parts were replaced. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information that, while outside a procedure, the door of the imaging system was making a popping noise. There was no patient present when this issue was identified.